Event description:
Triathlon tibial baseplate impactor was found damaged. The black plastic was a bit mashed up and when impacted the baseplate, a few bits of plastic came off. No further information will be provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.